Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed non sustained oversensing due to noise on the right ventricular lead. Programming changes were discussed, no intervention was performed. Patient condition was stable.

Event description:
Related manufacturer reference number: 2017865-2021-13565. New information received notes that the patient presented remotely via merlin.net on 29 mar 2021. Review of transmission revealed oversensing due to noise on the implantable cardioverter defibrillator and right ventricular lead. No inappropriate therapy was delivered. On 1 apr 2021 the patient presented in clinic and programming changes were performed to resolve the issue. The patient condition was stable.

Event description:
New information received notes that the patient presented on (B)(6) 2021 for right ventricular (rv) lead revision. The rv lead was capped and replaced. The patient condition was stable before, during, and afterwards.